Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device power up in pads mode and the lead cannot be changed with the lead select button unless the device is connected to a simulator. There was no patient involvement.